Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for keypad anomaly, button error alarm or motor error alarm due to blank display. The pump was received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display, button error alarm, and motor error alarm. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was performed. The device was returned for analysis.